Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. No further detail was provided regarding treatment, whether the patient was hospitalized for the event or if dianeal therapies were ongoing. No additional information is available.